Event description:
Hamilton medical ag received the following description: during preoperational ventilator tests, the touchscreen function (input function) of the interaction panel was found to be defective. The distribution partner will provide log files as soon as the display is replaced and the device calibrated and tested.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: the lcd display is not functioning properly. It is unclear whether the event occurred during ventilation. The distribution partner will provide log files as soon as the display is replaced and the device calibrated and tested.